Event description:
The doctor reports that both hexagons are damaged. Implants were removed. Procedure completed. Affected bone type ii and dental positions are 44 and 46.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided a4: patient weight unknown / not provided d4: additional device information unknown / not provided d10. Concomitant medical products tsv4h11, imp,tsv,4.1mm,dual sel,ha lot 1246034 g4: premarket identification k013227 h4: device manufacturer date unknown / not provided

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) tsvh11, (impl tapered scr-v ha 3.7 mm 3.5mm 11.5mm) for evaluation. Visual evaluation was performed, the implant had signs of use. Damage to the implant was identified. The implant appears to have been trephined. The implant collar was fractured, and a screw was identified stuck inside the implant. Its drive feature was damaged. DHR review was completed for the subject lot number 1246856. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1246856 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : damaged drive feature. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The implants drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.